Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The patient was given amikacin ip 25mg ld (loading dose) and 12.5mg maintenance for 14 days. During the latter part of antibiotic, pd effluent was clear with no signs of abdominal pain. After three days post antibiotic, patient complaint of abdominal pain. On (B)(6) 2013, the patient was hospitalized for abdominal pain. On an unreported date, the patient experienced acute renal failure secondary to myocardial infarction. On (B)(6) 2013, the patient died due to it.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was not reported. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). On an unreported date, the area was unsanitized which caused peritonitis. The peritoneal effluent was straw in color and slightly hazy in transparency. On an unreported date, the patient was treated with amikacin (dose, frequency and route not reported). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.